Manufacturer narrative:
On (B)(4) 2011, after the complaint investigation it was determined that on (B)(4) 2011, the bed passed quality control (qc) checks and met specs prior to pt placement on (B)(4) 2011. On (B)(4) 2011, the bed was returned to the kci service center for eval. When the bed was rotating to the prone position, a computer control error would occur, and the bed would not rotate. The likely cause of the control error was a disconnection of the drum reel cable due to the user rotating the bed beyond the 360-degree hardstop. After repairing the drum reel cable, the bed passed qc checks and met specs. Kci's qc process includes inspection of the drum reel cable.

Event description:
On (B)(6) 2011, the nurse reported to kci that the bed stops while rotating and there was an alarm to reboot. The nurse attempted to reset the bed; however, the bed continued to alarm and would not rotate. There was no report of an injury.